Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail.

Event description:
Electrical safety test failure. This event occurred at the time of during inspection. There was no report of patient harm.